Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 56 year old female with an impella 5.5 due to acute myocardial infarction. During placement, the patient was found to have a left atria appendage clot and it was confirmed at that moment with tee. Pt was given addition heparin bolus and impella was placed without difficulty using fluroscopy and run at p-7 flow 3.6 l/min. After placement, a tee was performed to confirm position and found out a clot is attached to impella inlet area and now left atrial appendage clots is no longer there. A decision was made to surgically remove the clot, the patient's chest was fully open, placed on bypass and clot was surgical removed. The patient remains on support.

Manufacturer narrative:
Clinical rationale: an impella 5.5 device was inserted surgically into the right aorta in a 54-year-old female patient for acute myocardial infarction (ami) and cardiogenic shock. The patient presented in scai stage d shock and was on multiple inotropes and vasopressors and was ventilated for respiratory support prior to initiation of support. The cardiovascular (cv) surgeon fellow placed a peel away sheath and the impella was prepped without any issues. An activated clotting time (act) was sent and resulted at 307. During a transesophageal echocardiogram (tee), it was noted that the patient had a left atrial appendage clot. The patient was given an additional heparin bolus and the impella was placed without difficulty using fluoroscopy and run at p-7 flow 3.6 l/min. After removal of the sheath, a tee found that the clot was attached to the impella inlet area and the left atrial appendage clot was no longer there. The cv surgeon was called back and decided to surgically remove the clot. The patient's chest was left open, was placed on bypass, and the clot was surgically removed. A chest tube was placed and the patient's chest was left open. During the clot evacuation, the impella was kept on surgical mode and restarted without any issues, at p-5 flow 3.5 l/min. The post-procedure outcome is survival at explant. The impella 5.5 will be coded for thrombosis, surgical intervention, and peri-procedural adverse event since the thrombus was noted prior to the impella insertion. Thrombosis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).